Event description:
Boston scientific crm received info that this device was explanted. It was noted that the ventricular port of the device was sticky and that lead removal required pushing and pulling gently several times. Dried body fluid was observed in the pin on device header past sealing rings. No adverse pt effects were observed. This device was returned for analysis.

Manufacturer narrative:
Upon receipt at the post market quality assurance lab, microscopic visual inspection noted a hole in the prox ventricular seal plug and body fluid contamination in its connector block. All setscrews moved freely and operated normally. The header was separated from the device casing and a cut was made behind the prox connector blocks to further inspect the inner seal rings. Microscopic visual inspection of the inner seal rings revealed evidence of silicone to silicone bonding in both atrial and ventricle inner seal rings.